Manufacturer narrative:
B5: additional event details added h6: impact code corrected from "no health consequences or impact" to "medication required".

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up, unprotected, curvilinear thrombosis was observed located between the closure device and the laa ostium, along the superior and lateral wall of the laa and along the surface of the closure device. It was further reported that in response to the event the patient was started on oral anticoagulation medication and expected to follow up in six (6) weeks.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up, unprotected, curvilinear thrombosis was observed located between the closure device and the laa ostium, along the superior and lateral wall of the laa and along the surface of the closure device.